Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had been bowling and suddenly lost consciousness in the parking lot due to hypoglycemia. The patient's spouse took him to the hospital. The cgm value was 125 mg/dl but the bg finger stick value was 24 mg/dl. He was treated with glucose to stabilize the bg level and he was and discharged the next day. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.